Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin or leaking during wear. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files did show the algorithm was functioning as intended, correctly responding to cgm inputs when connected.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod was leaking during wear. The patient applied a new pod and delivered a bolus of 4 units of insulin prior to going to the hospital. Once at the hospital the patient was diagnosed with acute hyperglycemia and minor dehydration. The patient was treated with 2 liters of intravenous saline. The patient blood glucose level after treatment had dropped to 200 mg/dl. The patient was at the hospital for 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.